Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
The initial report was submitted in error. This event was reported on manufacturer¿s report #:2031642-2018-00377.